Event description:
The reporter stated a +22.0 diopter cc4204bf collamer single piece lens tore during loading. There was no pt contact. The reporter stated the cause of the iol damage was due the cartridge. The cartridge was very narrow and small and the lens was stiff inside the cartridge. Another same type lens was implanted.